Event description:
M.d. Attempted his ablation. After three burns, device recycled to zero not delivering current. Multiple attempts made with two personality modules. Source of problem unidentified. M.d. Proceeded with the case with more difficulty than usual in attempting to achieve goal. M.d. Pulled catheter to go into left side of the heart and noted large amount of coagulum on the catheter tip. No high impedance reported.